Event description:
It was reported by the customer that the pyxis medstation es system nursing have reported that the refrigerator does not reliably open or activate when attempting to retrieve medications. A customer has indicated that the user's inability to retrieve medication has resulted in a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that refrigerator does not reliably open or activate when attempting to retrieve medications. A field service engineer discovered that the refrigerator's temperature was set to 41 degrees fahrenheit. However, upon opening the appliance, they observed the presence of ice inside. They advised contacting the maintenance department to address the problem. The system functioned as intended after field service engineer troubleshooted the device.